Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced bleeding, retention and hematoma after initial placement of artificial urinary sphincter (aus) on (B)(6) 2020. The physician unclipped the cuff to see if patient could urinate. On (B)(6) 2020 physician decided to remove the cuff and replace it with a 4.5 cm.